Event description:
Customer obtained discrepant sodium and potassium results for a patient sample. Initial results: na 87, k 2.1 mmol/l. When repeated, the results were na 136 and k 3.6 mmol/l. The account did not report any adverse events associated with the incorrect result. If additional information is received, appropriate notification will be provided.